Event description:
Customer reported a discrepancy when inserting the code key and what the device display reads. An error appeared after dosing the strip. Customer tested the code key and the device = n7n on the display, however the code key = 366. No treatment was received. A request was made for return product and replacement product was sent.